Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post loading implant failure. Patient medical history is thoroughly to be assessed prior to procedure as described in the instructions for use.

Event description:
Implant and crown became loose after prosthetic restoration. Stability and osseointegration was achieved. Bone quality was type ii.